Event description:
It was reported that approximately a month post implant of a bifurcated device, an endoleak was identified. Reportedly, the patient had a combination procedure using a bifurcated device, and a cook tx2 (part of a clinical trial/competitor device). During the wire advancement it had advanced underneath one of the stent struts of our bifurcated. Apparently, it wasn't seen or understood that it was underneath the strut. The physician then advanced the cook stent over the wire, and deployed the stent, but the stent was underneath the stent cage causing a suboptimal visual look, and eradicated the endoleak. During the final run an endoleak was identified between the components. The next day the physician elected to place a bridge stent (tx2) between the two components. The endoleak between the components sealed, however the endoleak type ii remains. The patient went home the next day, and physician plans to do a 30 day follow up.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. Based on clinical assessment, suboptimal medical documentation and imaging studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to the lack of a pre implant CT scan. Product use was incongruent with the IFU due to: the usage of non-endologix stents placed in the suprarenal aorta and right iliac artery; concomitant treatment of a thoracoabdominal aneurysm/dissection; a right iliac artery diameter of greater than 2.3 cm; and an unsuitable right vessel access due to the presence of a bypass graft. At implant, there was documentation to support: a type ii endoleak, and an intentional user error of a planned 2 cm overlap of the bifurcated stent and the non endologix stent; an unintentional user error of a bifurcated stent displacement due to an unrecognized malpositioned non endologix bridge stent placed for a type iiia endoleak. This study was not available for review. Two days post implant, there was evidence to support: an unknown proximal endoleak 1.5 cm below the renal arteries that does not involve the endologix main body stent; a type iiia endoleak and type iiii b endoleak (due to the hyper-dilation and large contrast pool) in the distal aorta due to the malpositioned non endologix bridge stent (deployed in between the fabric and struts) ; type ii endoleak of the ima, and a right lumbar artery, and, a small type ii endoleak at the rcia. Three serial ultrasound completed on post-operative day two, five and six all reported endoleaks in the right posterior sac; one ultrasound denoted a second, smaller separate anterior endoleak. The patient was discharged home on the seven post-operative day with a known type iii endoleak. There was no evidence of a secondary procedure performed during this hospitalization. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause is related to misuse of the endologix device.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.